Event description:
It was reported that the insulin pump alarmed no deliver during bolus and alarmed motor error. Customer's blood glucose was 180 mg/dl. Troubleshooting was done. No further information provided.

Manufacturer narrative:
No unexpected motor noise was noted. No unexpected excessive no delivery alarms were noted. No unexpected motor error alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked reservoir tube lip and a scratched reservoir tube window. The insulin pump passed the displacement test, rewind, basic occlusion, prime, occlusion, excessive no delivery alarm and motor test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) si...